Event description:
It was reported that nurse was in the home to do catheter change due to leaking of urine. The catheter was removed and new 18fr catheter was inserted. The balloon was inflated, and patient was complaining of pain. The nurse attempted to deflate the balloon to reposition the catheter, but the balloon would not deflate and unable to pull any fluid out of balloon. The catheter was eventually cut to try to drain the balloon. This did not work either and patient was transported to emergency room. The emergency room physician was also unable to deflate the balloon. The urologist ended up having to pop the balloon with forceps while it was still in the bladder. The catheter was cut and after repositioning patient the balloon did drain, and the catheter was removed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. However, the potential root cause for this failure could be due to wrong product size selected. A potential root cause for this failure mode could be due to low or high build up gauge which causes the diameter of the catheter to become large or small. The DHR review could not be performed without a lot number. Therefore, no additional action is required at this time. Unable to review the labelling due to unknown product code. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nurse was in the home to do catheter change due to leaking of urine. The catheter was removed and new 18fr catheter was inserted. The balloon was inflated, and patient was complaining of pain. The nurse attempted to deflate the balloon to reposition the catheter, but the balloon would not deflate and unable to pull any fluid out of balloon. The catheter was eventually cut to try to drain the balloon. This did not work either and patient was transported to emergency room. The emergency room physician was also unable to deflate the balloon. The urologist ended up having to pop the balloon with forceps while it was still in the bladder. The catheter was cut and after repositioning patient the balloon did drain, and the catheter was removed.